Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2184 ohms on the right ventricular (rv) channel. A review of the device data identified one other out of range measurement with the remaining measurements stable and within range. The lss was programmed off and the lead was reprogrammed to bipolar pacing and sensing. The patient will continue to be monitored. No adverse patient effects were reported.